Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized in the progressive care unit with a blood glucose (bg) level of 40 mg/dl. The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to the low bg level; however, this could not be confirmed. The customer was treated intravenously with saline and consumed carbohydrates, glucose tabs, and juice. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.